Event description:
A user facility reported to the company that a pt with one of their implanted neurostimulators for parkinsons disease was treated with a magnatherm model 1000 over or close to area of implant and electrode wire. Pt became comatose. Magnatherm instruction manual states under no circumstances should shortwave diathermy be used to treat areas containing implanted devices similar to this or the electrode wires of such devices. The dr reported to the company that the magnatherm 1000 shortwave diathermy was operating properly and the company has no reason to believe otherwise. Also, diathermy is contraindicated for use in areas with metallic implants.